Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received intermittent multiple altitude alarms and was unable to clear the alarm. The customer's blood glucose (bg) level was 397/mg/dl and the customer administered an injection to address bg level. The customer declined to further troubleshoot.